Manufacturer narrative:
The device was returned for analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting that the device had been subjected to positive pressure. A leak test was performed, revealing a balloon pinhole approximately 7 mm distal to the proximal marker band. The rated burst pressure of this device is 10 atmospheres. Further visual examination confirmed no damage to the tip or blades; all blades were intact and securely bonded to the balloon surface. Additionally, a combined visual and tactile examination of the shaft identified no kinks or damage to the device.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the package was opened, and it was observed that the product had already been ruptured during preparation. The procedure was subsequently completed using another device of the same type. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the package was opened, and it was observed that the product had already been ruptured during preparation. The procedure was subsequently completed using another device of the same type. There were no patient complications as a result of this event.